Event description:
The customer reported the event to olympus via user facility medwatch #(B)(4). During a laser ablation procedure, the laser fiber ball tip 200 broke off in the patient. The physician continued the procedure with the same laser fiber. After the procedure, the physician searched for the broken tip but was unable to locate it. The physician left the device fragment in the patient to let it pass. Attempts for additional information are currently in progress. This report is for the fiber.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation, device evaluation of similar device and the correction to reporter name. New information added to the following fields: the device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the failure since the device was not returned for evaluation. However, an evaluation was performed on a device from a separate lot (pw307709), which had been returned from a different user but with a same reported failure. This device had no physical signs of damage other than the fiber tip missing with a jagged edge. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to: a2, a3, b5, d9.

Event description:
Additional information received from the customer: the procedure being performed when the tip broke off in the patient was: bilateral ureteroscopy with right renal laser ablation of pelvic tumor and bilateral retrograde stent placement. The laser settings and use of continuous irrigation is unknown. It is also unknown what the physician was doing at the time of the malfunction. The customer also reported there was no delay in the procedure and no change in the patient's post-operative treatment due to the device malfunction and retained fragment.